Event description:
It was reported that after the doctor changed the intubation, the tidal volume was not reached and the air bag was found to be leaking after examination it was replaced immediately. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H4 - device mfg date and h6 health effect - impact code; corrected. One video was returned for evaluation. According to the video provided by customer, leaking was confirmed in the seal at cuff to tube. The root cause of the issue could not be determined. No further actions were taken. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.